Manufacturer narrative:
Angiotensin ii receptor antagonist, clopidogrel and asa. (B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).

Event description:
During index procedure the patient had three endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal rca. On the same day the patient experienced chest pain and was re-admitted to the cath lab. The exam showed intra-procedural stent thrombosis. Re-ptca (ballooning) was performed. The patient also suffered a mi on the same day. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that all the events were possibly related to the study device/procedure. During a staged procedure approximately 3 weeks post index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. On the same day the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study stent. (Ref MFR # 9612164201101189, 9612164201101190, 9612164201101191 and 9612164201101424).

Manufacturer narrative:
Date of mi event updated.

Event description:
The investigator assessed that the previously reported stent thrombosis event was definitely related to the study stent. The previously reported mi event occurred one day post staged procedure (previously reported to have occurred on the same day as the staged procedure).